Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a zapping sensation in his leg, lower back, and butt when he would lay on his back. The patient had switched clinics since the issue began and had not undergone any reprogramming. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.